Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer's blood glucose (bg) level was 'high'. A specific bg value was not provided. A correctional bolus was delivered to address bg level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.